Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had unexplained high blood glucose because her insulin pump is under delivering the insulin. Customer stated that he programmed bolus for his food and the insulin pump started delivering one or two units it stops and shows no delivery. Customer stated that he changed her infusion set and reservoir, but it did not help. Nothing further was reported.